Event description:
It was reported the patient had clinical symptoms of itching during a hospitalization. The attending healthcare professional (hcp) suspected it the itb (intrathecal baclofen) withdrawal symptoms. The manufacturer representative (rep) checked through the programmer (no error messages) and a trouble shooting process (strain treatment). There was no error signal nor blockade of baclofen (drug blockage). The hcp prescribed a medication to control itching symptoms. The rep requested the hcp to perform an x-ray as a reference because the patient's muscle tone was not back to normal. The patient was scheduled for a follow-up on (B)(6) 2015. The outcome of the event was unknown.

Event description:
Additional information received reported after ensuring the pump was working well, the doctors did not give any medication for the patient, before confirming the cause of the symptoms. The issue had been resolved and after a few days the symptoms the patient had were gone. The patient was safe and doing well. The patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).